Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: component, device problem, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The technical summary that applies to this complaint event establishes, through extensive complaint investigations, that balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In addition, the ruptured balloon profile may lead to withdrawal difficulty and/or component separation if excessive device manipulation is applied. In this case, the balloon burst was unable to be confirmed as device was discarded and unable to be returned for evaluation, and no videos or photos of the complaint device were provided. Available information suggests overinflation and stenotic pre-existing surgical valve likely contributed to the event as report indicates the presence of a stenotic surgical valve and that the inflation device was filled with +4cc over recommended inflation volume per IFU. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that the extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Available information suggests balloon burst likely contributed to withdrawal difficulty, as the field clinical specialist (fcs) reported that the perceived root cause of the withdrawal difficulties was due to radial tear of commander balloon getting caught on the tip of non-edwards sheath. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral pulmonic valve replacement procedure with a 29mm sapien 3 ultra resilia valve, the initial commander balloon with +4cc burst when the valve was fully deployed at nominal. A second commander was prepped with +4cc to further expand valve. Per follow-up communication, there was difficulty withdrawing the system at the tip of the non-edwards sheath.